Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the device was missing electrodes. The sensor electrode was extracted with the needle. The sensor was not bent. The customer's blood glucose was unknown.